Event description:
Customer reported a malfunction on the pump, which did not cause any adverse impact to their blood glucose level. Technical support provided information and assistance to reset the pump. After the reset, the malfunction did not recur, and the customer was able to continue using the pump. Customer was advised to contact technical support again if the issue reoccurred, which they acknowledged and understood.